Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 09-nov-2018. It was reported that crossing difficulties were encountered. The 85% stenosed, 24mmx2.25mm target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. A 24 x 2.25mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.   A promus premier ous mr 2.25 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on the first distal stent strut row were pulled distally and lifted. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip, hypotube, outer and inner lumen as well as the mid-shaft found no issues. No other issues were identified during the product analysis.